Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the left essure coli was visualized at the entrance to the endocervical as') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy,d&c, endometrial ablation, and removal of essure coil (left) on (B)(6) 2015). At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure. The reporter commented: the left essure coil was noted to be protruding into the endometrial cavity. The essure coli was visualized at the entrance to the endocervical as. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the left essure coli was visualized at the entrance to the endocervical as') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy,d&c, endometrial ablation, and removal of essure coil (left) on (B)(6) 2015). At the time of the report, the device expulsion and heavy menstrual bleeding outcome was unknown. The reporter considered device expulsion and heavy menstrual bleeding to be related to essure. The reporter commented: the left essure coil was noted to be protruding into the endometrial cavity. The essure coli was visualized at the entrance to the endocervical as. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.